Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes were leaking. The following information was provided by the initial reporter: "tnt leakage."

Manufacturer narrative:
H.6. Investigation: bd received photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for tnt leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes were leaking. The following information was provided by the initial reporter: "tnt leakage".